Event description:
A facility nurse manager reported to arjo that a patient slipped and fell to the floor hitting her elbow. As a consequence the patient sustained an elbow fracture and medical intervention was required. The elbow was put in a cast and after two days in the hospital, the patient was discharged home. Information gathered allowed to establish circumstances surrounding the event. At night the patient, using a free space between the raised safety side rail and bed's footboard, got out of the enterprise 5000 bed . When she was trying to get back through the same space between side rail and footboard, she slipped and fell to the floor.